Manufacturer narrative:
The company rep replaced the iabp coiled cable ((B)(4)), which was intermittent. In unrelated repairs, he also replaced the expired safety disk with one supplied by the customer. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp display flickered intermittently. The pt was not switched to another iabp and therapy was continued. All tp info was still discernible on the display. No pt injury was reported.